Manufacturer narrative:
Use error. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer was using off label insulin, and did not remove air from the cartridge prior to use. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 280 mg/dl.